Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation. It was reported that the initial mitraclip procedure on (B)(6) 2017 was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Final mr grade was 1+. There were no issues during the initial procedure noted. On (B)(6) 2017 during a 30 day follow-up visit a transthoracic echocardiogram (tte) was performed and an increased mr grade to 3+ was noted. A transesophageal echocardiogram (tee) is scheduled to be performed on (B)(6) 2018. No treatment has been performed at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). An adverse event did not occur. The device was not returned for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral regurgitation appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2018, a follow-up echocardiogram was performed, noting that the implanted clip remains securely attached to both leaflets. The physician determined that the increased mr was due to disease progression and the implanted clip continues to function as intended. As this was previously reported, it must stay reportable. Treatment options are being reviewed. No additional information was provided.